Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 800 mg/dl. The customer reported that the high blood glucose level was due to the infusion set not staying in. The customer reported that she administered a manual insulin injection, but ultimately ended up seeking medical treatment. Blood glucose level at the time of the call was 300 mg/dl. The insulin pump was not replaced or returned for analysis.